Manufacturer narrative:
Visual inspection was not performed as the lens has not been returned to the manufacturer. The reported complaint cannot be confirmed. Manufacturing records were reviewed and the lens was manufactured according to specifications. The units were released according to specification. A search on product history complaints revealed no other complaint for this po number was received. The directions for use (dfu) was reviewed. Iol dislocation is listed as potential adverse events during or following cataract surgery. The dfu adequately provides instructions and precautions for the proper use and handling of the intraocular lenses. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). There was no patient contact reported. (B)(6). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that foreign material was found on the lens. There was no patient involvement and no patient injury reported. Reportedly, amo-sales administer accidently discarded the returned complaint lens; therefore, the lens is not available for investigation. Note: the customer experienced this issue with two zcb00 lenses. A separate medwatch report will be submitted for each serial number. This report is for serial number (B)(4).